Event description:
It was reported that the patient presented to the ER after receiving a vibratory alert for non sustained lead noise. Upon device interrogation, it was noted that rv lead was oversensing the patient's af rhythm and rv pacing resulted in atrial capture. A chest x-ray revealed lead dislodgement due to twiddlers syndrome. The lead was explanted and replaced when repositioned was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.